Event description:
On (B)(6) 2013, it was reported to animas that allegedly the up and down arrow buttons were intermittently responsive. There was no recent trauma to pump or exposure to moisture reported. The reporter denied physical damage to the keypad buttons. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.